Manufacturer narrative:
The reported backup vvi was confirmed in the laboratory and was due to a power-on reset. The cause of the power-on reset was found to be hv delivery into a low impedance load. An arc mark was found on the device can. Further evaluation of the arc mark indicated the presence of lead material. The cause of the low impedance load was a lead anomaly. (B)(4).

Event description:
It was reported that the patient experienced sudden cardiac arrest and was externally rescued. Patient was hospitalized and later found the device in backup vvi mode. A device download was performed and normal operation was restored. Several days later, the device again was in bvvi after using external defibrillator yet again. Consequently, the device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.